Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Five minutes into a patient¿s extracorporeal membrane oxygenation (ECMO) treatment, blood was leaking from the ¿blood inlet/outlet of oxygenator¿ [sic]. The patient lost about 5 ml of blood. There was no indication that the event resulted in any serious injury or that the patient required medical intervention. Multiple attempts were made to obtain additional information, and thus far, no further details have been provided.

Event description:
Five minutes into a patient¿s extracorporeal membrane oxygenation (ECMO) treatment, blood was leaking from the ¿blood inlet/outlet of oxygenator¿ [sic]. The patient lost about 5 ml of blood. There was no indication that the event resulted in any serious injury or that the patient required medical intervention. Multiple attempts were made to obtain additional information, and thus far, no further details have been provided.

Manufacturer narrative:
Correction: a1 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was received upon further follow-up. The leak was reportedly coming from the luer lock connection at the venting port of the oxygenator. To resolve the reported issue, the connection was wrapped with gauze. The kit was not replaced and it was confirmed that the leak resulted in only 5 ml of blood loss. The patient did not experience any adverse effects and no medical intervention was required. No alarms occurred, but none were expected. It was confirmed that there was no leaking during priming. It was also confirmed that the product was inspected for damage prior to use, and no damage was found. All connections were confirmed to be fully secure prior to use. It was confirmed that the patient was able to complete their treatment. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. However, a photo was provided showing leakage at the connection between the venous vent port and the venting line. No nonconformities were found during review of the manufacturing records. The reported error pattern is known. A defect/small crack at the inner conus of the luer lock positive adapter which is connected to the venous deairing port most likely caused the leakage. The described situation is adequately address in the instructions for use (IFU) and/or on the label. The manufacturer has received similar error messages about leaks at the affected connection. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.